Manufacturer narrative:
The suspected device was returned for evaluation. No discrepancies related to the complaint were found during visual inspection. The event history log was reviewed and there were no errors related to the customer complaint. The customer reported issue was confirmed. The reported issue was determined to be caused by a defective mainboard. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump had error code 45639 (serious internal component failure, specifically related to the main board assembly or printed wiring assembly (pwa)). There was no patient involvement.